Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 exp date, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No further information available as reporter details have not been disclosed. Additional information: (B)(6) operative report - (B)(6), surgeon : doctor (B)(6), operative date : (B)(6) 2024 diagnosis: symptomatic right inguinal hernia clinical reminder : history of the disease : 59 year old patient followed up in the context of right inguinal neuropathic pain. His main history is treated hypothyroidism. He does not have a drug allergy. Mr. (B)(6) reports to me an accident in (B)(6) 2023 at home with a penetrating wound in the right alne. He was operated on (B)(6) 2024 for a cure of right inguinal hernia and a splegel hernia by laparoscopy with prosthesis placement. He performed an lnfiltratlon at the university hospital which was effective for a week but with a recurrence of pain. He is currently being treated with neurontin 1200 mg daily with improved resting pain. He nevertheless describes pain during efforts. Objective clinical examination a perfectly reducible suspicion of right hernia recurrence. The contralateral orifice is solid. Abdominal and testicular examination is normal. The CT scan did confirm the presence of a right hernia recurrence and also the presence of a left inguinal hernia => indication for a cure of inguinal hernia according to lichtenstein. Type of anesthesia: general anesthesia. Installation: supine. Checking the fulcrum points. First flight: right inguinal incision. Observed lesions: presence of a direct hernia with partial exteriorization of the old prosthesis without sign of superinfection. There is no associated external oblique hernia. The cord is free. Gestures performed: opening of the aponeurosis of the external oblique. Detachment under the broad aponeurotic. Dissection of the inguinal cord allowing its skeletonization by coagulation section of cremasterian fibers. Individualization of the various elements of the cord. Resection of the hernia containing the prosthesis with partial resection of the prosthesis. Closure of the fascia transversalis by an overjet of vicryl 3.0 plate of prolene (ethlcon lot ubbeph) plmk113.7 x 6 cm split. The latter is fixed to the crural arch by an overjet of prolene 210 and to the anterior face of the joint tendon by separate points of prolene 210. Realization of a point of fixation of prolene 210 on the spine of the pubis. The plate is closed at the deep inguinal orifice around the inguinal cord by separate points of prolene 210. Hemostasis check. Closure of the aponeurosis of the external oblique by a vicryl o overjet allowing parietalization of the inguinal cord and covering of the plate. Subcutaneous overspray of vicryl 3/0. Subcutaneous infiltration with naropein 7.5 mg/ml. Intradermal overspray of vicryl 4/0. Intra-scrotal reintegration. Minimal operative blood loss. Radiology office - (B)(6) - exam performed: medical imaging (B)(6) - on (B)(6) 2025 dr (B)(6) extract from the consultation letter and ultrasound before infiltration, I see in consultation your patient who is very disabled by neuropathic pain of the right inguinal fold this patient of trauma history opened by an iron bar of the fold right inguinal in 2024 it was operated on in the aftermath of an inguinal hernia by laparoscopic route a recurrence was present, a prosthetic interposition was therefore performed open, this operation had allowed a lull of the symptomatology for 8 months. A recurrence of pain was treated with an effective locoregional block for about two weeks in this context, echographic on this day finds a scar infiltrate, from the edge of the right inguinal canal in this context, we will therefore carry out an infiltration of the inguinal canal at the height of the ilio-inguinal nerve, the zone to be infiltrated located immediately opposite the femoral vascular package. The patient has no contraindication.

Event description:
It was reported by a patient that they underwent a right inguinal hernia procedure on (B)(6) 2024 and mesh was used. Prior to this procedure, the patient had an accident (impalement on an iron bar), a different prosthesis (cousin biotech) was placed to reduce the hernia. The pain did not really change and apparently a recurrence was detected, leading to the placement of a second prosthesis. After this second operation the pain had almost disappeared and things were relatively fine until (B)(6) 2025, when the pain reappeared and became increasingly disabling. The period of occurrence was reported as (B)(6) 2025. The patient went back to see the surgeon, who said that everything was in place and normal, that it was neuropathic pain and that an infiltration (local injection) would be necessary. The infiltration did absolutely nothing. To date, the patient has moderate to severe pain, electric shocks, tingling, pins and needles, stabbing pains... Exertion is difficult and sports are almost impossible. At times the patient walks with a limp. To date, the patient has no solution and their quality of life has greatly deteriorated. No further information was provided.